Event description:
Da vinci monopolar scissors were working intermittently. Error message for pad was noted. Pad was checked and found to be folded in half. Burn noted to left lateral thigh of the patient. Silvadene was applied to the burn site. The intuitive da vinci monopolar scissors, erbe elektromedizin gmbh erbe vio electrosurgical system, and covidien covidien rem polyadhesive adult patient return electrode were used during the original intended procedure.